Event description:
Baxter received a complaint from the facility's technician involving the automix 3+3/as compounder. According to the facility, the device's technician reported that the keypad was not working properly; it cannot program on multiple stations. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The reported issue of keypad failure - no response was confirmed. The visual examination of the unit did confirm the issue. The root cause was due to a faulty membrane graphics panel keypad. This is a stay-in unit and will not be repaired at this time. A follow-up report will be filed if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.